Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain, vomiting, and nausea, as well as shortness of breath and edema, are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included:....abdominal pain, chest pain, incision pain, and.... Port site pain." Device labeling addresses the reported event of vomiting and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Pt reported "experiencing severe chest pain, shortness of breath, vomiting and stomach edema post operatively, resulting in removal of the device with out replacement." It is unk if the device is available for return.